Manufacturer narrative:
Approximate age of device - 9 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient expired at home. The cause of death was not known. The vad coordinator reported that no further information regarding the outcome was available and that the pump would not be returned. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired at home and the cause was unknown. It was stated that the device will not be returned for evaluation and that there was no further information about the outcome.